Event description:
Patient with history of prostate cancer underwent a radical prostatectomy in [redacted]. This resulted in erectile dysfunction leading to a penile prosthesis placement in [redacted]. An ams 700 lg x 21 cm device with 1 cm rear-tip extenders was placed. It was found the scrotal pump tubing was kinked in two places towards the reservoir. The proximal kink was very near the neck. The entire tubing was replaced.